Event description:
The user facility reported that a patient was positioned on a 3080 surgical table and facility staff turned their backs on the patient and the table tilted and the patient went onto the floor. The procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly; no issues were noted. The technician tested the table's functions and positioning and was unable to duplicate the reported event. The technician further inspected the table and found that one of the velcro strips was missing from one end of the table and badly worn on the other end. The technician stated that even if both velcro strips were present and in good condition the absorption pads are not designed to interface with the strips.at the time of the reported event the table had 4" pads on top of absorption pads. With absorption pads on top of the velcro strips the pads were able to slide easily.the operator manual states, (pp.1-2), "health care professionals must ensure that patient are positioned and monitored so as to prevent compromising respiration, nerve pathways or circulation." The operator manual further states, "unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices."the technician advised the user facility of his observation and the facility's bio-med stated they would be checking all surgical tables for missing velcro on pads/tables. The table is approximately 20 years old and is serviced and maintained by the facility's bio-med department.